Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation of ¿no image¿ was not confirmed. A probable cause determined was that an image was not temporarily displayed due to the load being applied to the cable boot of the head unit, causing it to become detached, therefore, resulting in internal water immersion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: "never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally, the evaluation observed that the camera¿s image no longer appeared. Further, it was noted that there was image noise, the camera cable and charged coupled device (ccd) were flooded, and the ore dome was off. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the hd camera head was disconnected at the camera and cable connection section(s). The event was observed during a therapeutic transurethral lithotripsy (tul) procedure. There was no patient harm or injury reported.